Event description:
It was reported the patient experienced excruciating pain after treating it the spinal pak device. The patient wore the device and within 1-2 hrs he took off the device. The patient stated in the past he has had issues with devices similar to the stimulator and would be in pain. He stated there was no rash or redness. He described the pain as under the skin. The patient wants to return the device. He was advised to contact his doctor and then call our customer service back with an update. It was later reported that the patient spoke with the doctor. The patient stated he could not wear it and only wore it for 2 minutes. Everyone is in agreement it needs to be returned. A return label was shipped to the patient. The device has not been received for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient experienced excruciating pain after treating ith the spinal pak device. The patient wore the device and within 1-2 hrs he took off the device. The patient stated in the past he has had issues with devices similar to the stimulator and would be in pain. He stated there was no rash or redness. He described the pain as under the skin. The patient wants to return the device. He was advised to contact his doctor and then call our customer service back with an update. It was later reported that the patient spoke with the doctor. The patient stated he could not wear it and only wore it for 2 minutes. Everyone is in agreement it needs to be returned. A return label was shipped to the patient. The device has not been received for evaluation.

Manufacturer narrative:
Corrected fields - b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, d4: model number, g3: date received by manufacturer, g4: PMA/510(k) #, h6: device code, impact code, component code additional information - b4: date of this report, d8-9: return to manufacturer and returned to manufacturer date, h4: device manufacture date the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number m60937 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on august 6, 2024. The compliance data indicates the unit treated for 0 days 1 hour and 23 minutes. Review of the DHR indicates that there were no non-conformances or deviations reported. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.24 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.2 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(4) with calibration due on april 23, 2025; and tf1930 s/n 02 with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on september 10, 2024. Review of complaint history identified (23) total complaints from (apr 23, 2023) to ( apr 23, 2024) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.